Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories indicated that the last basal and bolus deliveries occurred on (B)(6) 2014. There were no alarms outside the range of normal use found on the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump performed a rewind, load, and prime sequence successfully and was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that she had been experiencing low blood glucose (bg) after cartridge, site, and set changes over the past month, as low as 30 mg/dl to 50 mg/dl. There were no reported signs or symptoms of hypoglycemia. The patient denied the need for assistance from a third party in treating the bgs, but did not specify how the low bgs were treated. Customer technical support (cts) reviewed the pump with the patient and found all settings and histories were correct. The patient¿s healthcare provider (hcp) was reportedly making settings adjustments. No delivery defects were found during troubleshooting. The patient was advised to contact her hcp to discuss site selection and pump settings. Although no pump defects were found, this complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.